Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission with several non-sustained ventricular tachycardia events, noise was observed on the right ventricular channel. Patient evaluation was discussed and there were no patient consequences.

Event description:
Additional information indicates that the patient was deceased which was the reason for lead noise and oversensing. The oversensing and noise were not related to abnormal device function.

Event description:
Additional information indicates that the patient's death was unrelated to the implanted system.